Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated that her purse fell from her arm and caught on the sensor in her arm. The next day, the arm was itchy, red, sore and swollen beyond the patch perimeter. She removed the sensor and applied a hot compress because there was redness on the area about a quarter of the size of the sensor, and it was painful. After a week of using hot compresses, she rubbed her arm and felt a little part of the sensor wire sticking out, so she pulled the sensor wire out using her fingers. After that, she went to the doctor and the doctor used a lancet to cut the area and remove a white substance that she said was from an infection. No additional pieces of wire were found. No imaging was done. The doctor prescribed zithromax (antibiotic). The area took a month to recover and at the time of the report it was completely healed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).